Manufacturer narrative:
The reported event of stylet insertion/removal issue was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance through the left ventricular (lv) lead. The lv lead was used and replaced. The patient was in stable condition.